Manufacturer narrative:
D10: 7051157 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. 6979782 204-70-00 - tibial stem ext. Screw. 6828735 02-012-60-1425 - tru stem ext 14mm x 25mm. 6762814 02-010-06-0250 - tru cc femoral size 5 left. 6709833 208-05-05 - cc distal fem , 6388842 augment sz 5, 5mm 6365521 02-012-64-2012 - tru fluted stm ext 20mm x120mm blast 5407420 200-02-41 - three peg patella 41mm. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 33 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.